Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1 implantable collamer lens of diopter -12.0 into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vault. This resolved the problem. The cause of the event was reported as unknown.